Manufacturer narrative:
A visual examination of the returned device revealed many bends along the body of the guidewire in addition to corewire damage. The corewire damage was analysed and it was determined that the damage was caused by high temperatures. Taking into consideration the results provided by the analytical lab, the visual inspection performed and the event description, it is not possible determine the cause or probable cause of separation from the distal tip section; therefore, undeterminable is the selected code for this event. A DHR (device history record) review was performed and no deviation was found. Labeling review was performed and no anomaly was found. Similar complaint trend review revealed that no other complaints reported for lot number 14123075

Manufacturer narrative:
Device (B)(6) relates to (B)(6) for the reported event of tip detachment. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pathfinder guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) on (B)(6), 2011. According to the complaint, during the procedure the guidewire broke during sphincterotomy. Approximately 15cm of tip detached into the patient and was recovered with biopsy forceps. The procedure was abandoned and rescheduled. On (B)(6), 2011 the procedure was completed with no patient complications. The patient's condition has been described as "fine."

Event description:
It was reported to boston scientific corporation that a pathfinder guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) on (B)(6) 2011. According to the complaint, during the procedure the guidewire broke during sphincterotomy. Approximately 15cm of tip detached into the patient and was recovered with biopsy forceps. The procedure was abandoned and rescheduled. On (B)(6) 2011 the procedure was completed with no patient complications. The patient's condition has been described as "fine."